Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to failed filter removal attempt due to filter embedment and telescoping of the inferior vena cava filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Altered shape of the device is a known potential event associated with use of the ivc filters, the ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts over time. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to failed filter removal attempt due to filter embedment and telescoping of the inferior vena cava filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to history of deep venous thrombosis (dvt) with multiple pulmonary embolism (pe) with upcoming orthopedic procedure. During implantation of the filter via right common femoral vein, the optease filter was placed between the renal veins and the caval bifurcation without incident and the patient tolerated the procedure well. According to the information received in the patient profile form (ppf), approximately on or about seven months and twenty-one days post implantation of the ivc filter the patient became aware of the alleged events and reports to have the filter embedded in wall of the ivc, the device unable to be retrieved, telescoping of the ivc. An attempted but unsuccessful percutaneous removal procedure was performed. The patient states to have pain in their lower abdomen and weakness in the right leg. The patient states that they never wanted this object permanently embedded in their body and now they are stuck with it. The patient reports to worry what/when kind of problem it is going to cause and that they are taking blood thinners for the rest of their life. The patient reports that the procedure was prolonged by an hour and fifteen minutes and experienced much pain and uncomfortableness. The patient states it was deemed necessary to stop so no further damage be done. As reported, the patient underwent placement of an optease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt) and multiple pulmonary embolism (pe) and was scheduled to undergo orthopedic surgery. The filter was implanted via the right common femoral vein and was deployed between the renal veins and the caval bifurcation. The patient is reported to have tolerated the procedure well. Approximately seven months and twenty-one days after the filter implantation, the patient became aware that the filter was embedded in the wall of the inferior vena cava (ivc) and had telescoped the ivc. The patient is reported to have developed pain in the lower abdomen and weakness in their right leg and underwent an unsuccessful attempt to retrieve the filter. This attempt was associated with pain and discomfort. The patient further reported that they suffered from worry. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Kinking and bending of the filter strut(s) is a known potential event associated with use of the ivc filters. The ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts over time. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted more than seven months after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Due to the nature of the events, the reported pain and weakness experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.